Event description:
In (B)(6) 2013, information was received through the patient¿s remote monitoring system that the implantable cardioverter defibrillator (ICD) detected a high out of range shock impedance measurement during shock delivery. The field representative was paged that same day and contacted boston scientific technical services (ts) to review the last data upload from the device. The patient had a ventricular fibrillation (vf) and both anti-tachycardia pacing (atp) and one shock were delivered which converted the arrhythmia and the patient received post shock pacing. One minute later, the patient had another ventricular fibrillation (vf) where shocks are delivered until therapy was exhausted; however, the patient¿s vf did not convert. All shock impedance measurements for the shocks delivered were above 125 ohms. The last episodes showed that the patient¿s morphology appeared flat line in between pacing but there were a few fast beats which resulted in the device storing an episode for non-sustained ventricular tachycardia (vt). The ts consultant discussed that the clinic should have the patient checked as soon as possible. The field representative contacted the physician who reported that the patient passed away at home. The physician stated that the patient was very ill and that the patient was in the process of passing away when the patient had the vf storm. The physician felt that it was the ¿patient¿s time¿. It was also stated that the patient had been previously scheduled for a lead replacement but the patient elected to not have the surgery. Additional information was reported that a chest x-ray had been performed previously, but a fracture could not be confirmed. All available evidence indicates that the rv lead had fractured which resulted in the above 125 ohms measurements. The device was operating normally as designed and did not cause or contribute to the patient's death.

Event description:
Boston scientific received information that the shock lead impedance measurement with this implantable cardioverter defibrillator (ICD) has increased gradually in the past year with a decrease in amplitude. The pacing impedance measurements are still in normal range. The shock lead impedance measurements eventually went out of range. The physician will continue to monitor for now. There were no adverse patient effects reported.

Manufacturer narrative:
The products are not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.